Event description:
During a stenting procedure to the superficial femoral artery (sfa), there was a dissection at the lesion site after pre-dilation with an opta 6/80 balloon. This event occurred during the study. The opta 6/80 balloon was used for the pre and post dilation of the lesion. The access method was percutaneous and the puncture site was ipsilateral. Two smart control stents were implanted in the right, middle and distal sfa. The vessel anatomy at the lesion site was straight, the lesion was de novo and the lesion was calcified. The lesion was located 30mm above the patella. The total lesion length was 140mm, occluded, and contained 100% stenosis before the procedure and 20% stenosis after the procedure. There was no dissection reported after stent placement and post dilation.

Manufacturer narrative:
Additional information has been requested and will be provided within thirty days of receipt.